Manufacturer narrative:
Additional information was received that there was no skin breakage. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was doing well postoperatively. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a revision procedure the patient continued to have poorly wound healing and discomfort at the ipg site. It was noted that the ipg was tilted which caused it to be superficial under the skin. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Correction to the initial MDR in field b5.

Event description:
A report was received that following a revision procedure (MFR report #: 3006630150-2016-01486), the patient continued to have poorly wound healing and discomfort at the ipg site. It was noted that the ipg was tilted which caused it to be superficial under the skin. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that following a revision procedure the patient continued to have poorly wound healing and discomfort at the ipg site. It was noted that the ipg was tilted which caused it to be superficial under the skin. The patient will undergo a revision procedure wherein the ipg will be relocated.